Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the attempt to use the merlin programmer, the device shocked the representative. The device would no longer be used and replaced.